Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4)was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female patient called zoll customer support to report that she was developing a skin irritation under the front therapy electrode. The skin irritation was bleeding. The patient's dermatologist prescribed lotrisone cream. The patient discontinued use of the lifevest. The clinical outcome of the skin irritation is unknown.